Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: during investigation, the battery compartment was found to be cracked. Rust and moisture damage was found inside the battery compartment. A leak test was performed and a leak was identified at the battery compartment crack. The pump cover was opened and there was evidence of moisture under the display lens and internally on the printed circuit board components. Further investigation was unable to be completed due to the pump being unresponsive due to moisture damage. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported the pump became very hot. Reporter allegedly opened battery compartment to find battery acid leaking and flames coming out of pump. Reporter alleges mild burns to hands which were treated at home. The alleged burn does not meet animas criteria for a serious injury as it did not require medical attention and is therefore not reportable as an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.